Event description:
Subsequent to the initially filed report, the following information was received: returned device analysis identified that two suture knots were detached from the clip and stuck in the gripper lumen. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the returned device analysis was unable to test the reported difficulty actuating grippers as the suture knots were found to be detached from the device grippers. Laboratory analysis indicated that polypropylene was not present at the positions of the sutures. Additionally the gripper line was observed to be kinked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. A conclusive cause for the observed gripper line kink cannot be determined. The reported inability to raise gripper arms is the result of the observed suture knot detachment. The observed suture knot detachment and missing polypropylene appear to be related to a potential product quality issue. The issues are being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation. It was reported that the clip delivery system (cds) was being prepared for use; however, the grippers arms would not raise. The cds was not used in the patient. A new cds was prepared to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.